Event description:
Same cases as MDR ID 2134265-2014-02165, 2134265-2014-02106. It was reported that automatic pullback failed. The motor drive unit (mdu) was used in conjunction with an atlantis imaging catheter and a sled. The physician activated pullback function but the motor drive unit was unable to perform automatic pullback. The procedure was completed by manual pullback. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Same cases as MDR ID 2134265-2014-02165, 2134265-2014-02106. It was reported that automatic pullback failed. The motor drive unit (mdu) was used in conjunction with an atlantis imaging catheter and a sled. The physician activated pullback function but the motor drive unit was unable to perform automatic pullback. The procedure was completed by manual pullback. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The product was received in good condition. The reported problem was not confirmed during the testing of the unit. However, as secondary, the unit intermittently loose image when the lemo cable is slowly moved. The root cause of the failure is a defective lemo cable. The unit does not meet specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same cases as MDR ID 2134265-2014-02165, 2134265-2014-02106. It was reported that automatic pullback failed. The motor drive unit (mdu) was used in conjunction with an atlantis imaging catheter and a sled. The physician activated pullback function but the motor drive unit was unable to perform automatic pullback. The procedure was completed by manual pullback. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).